Event description:
In this case, it was reported that the prosthetic mitral valve was explanted after an implant duration of approximately 8 years due to mild mitral valve stenosis. Per the op report, the patient is a (B)(6) lady who 8 years ago underwent mitral valve replacement and aortic valve repair for what was suspected to be rheumatic heart disease. The patient did well initially but unfortunately, 2 years ago began noting increasing difficulties with shortness of breath. An echo at that time demonstrated 2 aortic valvular insufficiency. Over the past 2 years, her aortic insufficiency has progressed to now 3 to 4 with some overall dilatation of the end-diastolic dimension of her heart, and depression of her overall ejection fraction to 45% to 50%. In addition to this, there was noted to be some increasing leaflet stiffness of her mitral valve, suggesting some changes and as a consequence of these findings, with increasing symptomatology, it was felt that the patient could benefit from redo surgery at which time, aortic valve replacement could be considered with redo mitral valve replacement. At the time of the operation, transesophageal echo was performed which did demonstrate severe +4 aortic valvular insufficiency from both central and commissural leaks. In addition, the mitral valve, although structurally intact, demonstrated some lack of free movement of the leaflets with some limitation of the leaflets although all 3 leaflets moved. Therefore, it was decided to replace the aortic and mitral valve. Upon weaning from cardiopulmonary bypass, reassessment by transesophageal echo demonstrated well-seated aortic and mitral valve bioprosthesis without any evidence of perivalvular leak from either the aortic or mitral valve. The patient tolerated the procedure well and was transferred to the intensive care unit in stable and satisfactory condition.

Manufacturer narrative:
(B)(4). Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Although the root cause cannot be conclusively determined, it appears that the reported stiffened leaflets likely caused the stenosis. No further actions are possible with the available information.